Manufacturer narrative:
Investigation of the customer's issue included a review of the complaint text, a search for similar complaints, in-house testing, and review of labeling and manufacturing documentation. Review of tracking and trending reports forr the architect tsh assay did not identify any related trends. Review of tickets associated with reagent lot 04255ui00 identified normal complaint activity. Return testing was not completed as returns were not available. Testing of an in-house panel which mimic patient samples was completed using a retained kit of reagent lot 04255ui00. All specifications were met, indicating acceptable product performance. Manufacturing documentation for the reagent lot was reviewed and did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect tsh assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No specific patient information was provided.

Event description:
The customer reported a falsely depressed architect tsh result when compared to roche. The sample generated 38.0 uiu/ml on the architect and 79.0 uiu/ml on roche. The patient's previous result on roche was 80.0 uiu/ml. No impact to patient management was reported.